Event description:
Nt821731c - customer has experienced broken stopcocks (2 @ buretrol, 1 @ panel mount). This has caused them to not be functional/unable to turn to provide appropriate therapy and have required neurosurgery to disconnect from ventricular drains and replace the system.

Manufacturer narrative:
Follow up report 002 ref to natus complaint#(B)(4). Updated section h10 to include related MDR report #: mw5175816.

Event description:
Nt821731c. Customer has experienced broken stopcocks (2 @ buretrol, 1 @ panel mount). This has caused them to not be functional/unable to turn to provide appropriate therapy and have required neurosurgery to disconnect from ventricular drains and replace the system.

Manufacturer narrative:
Initial report ref to natus (B)(4). Doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781 - opened to investigate the increase in complaint rates for the eds product line.

Manufacturer narrative:
Follow report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: 58 previously confirmed "integ-broke in use" complaints within the past two years. 37,711 nt821731c units sold within the past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged spin luer, burette bracket, system stopcock, and drip chamber stopcock. The burette had one broken bracket that is used on the measuring base. The spin luer was broken off, indicating that a tool was used. The system and drip chamber stopcock were broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The product exhibited markings consistent with tool engagement, resembling grip or scratch patterns that suggest contact with serrated or toothed surfaces, possibly from pliers or similar instruments. There was buildup of blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted on the patient line stopcock. The stopcock exhibited elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - customer has experienced broken stopcocks (2 @ buretrol, 1 @ panel mount). This has caused them to not be functional/unable to turn to provide appropriate therapy and have required neurosurgery to disconnect from ventricular drains and replace the system.